Event description:
A us distributor reported that a patient's battery had faults and was unable to power on a monitor. A us distributor reported that a patient's battery charger was resetting.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. There was no death or adverse event associated with the battery malfunction. Device evaluation of battery charger sn  (B)(6) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack.  The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a patient's battery charger was resetting.

Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. There was no death or adverse event associated with the charger malfunction.